Event description:
Dealer called stating that the handle that you push / steer the 9805p lift with allegedly broke off the mast at the weld. The lift has been repaired and is back with the end user. No injury.